Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited increased shock impedance measurements and increased pacing impedance measurements. It was reported that the device had delivered multiple shocks; however, the shock therapy episodes had been overwritten by other episodes and were unable to be viewed. Shock impedance measurements in triad configuration were noted to be 112 ohms, when programmed rv to right atrial (ra) lead, high out of range shock impedance measurements greater than 125 ohms were observed. It was reported that the patient was going to be admitted to the hospital for unrelated reasons. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this ICD and rv lead continue to exhibit high out of range shock impedance measurements. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Subsequent information was received that the patient presented to the emergency room three months later, following multiple inappropriate shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response. Interrogation of the device revealed an open circuit condition fault message that was detected during delivery of shock therapy. Ts recommended evaluating the lead and device and consider replacement of one or both. The local field representative reported that evaluation in-clinic revealed no anomalies with the device, however, high out of range shock impedance measurements were observed. Review of device memory revealed that the shock therapy did not convert the rhythm, however, the rhythm broke on its own. Ts discussed additional troubleshooting options. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received from the local field representative that an in-clinic follow up will be scheduled for a date in the future, however, it was noted that the patient is non-compliant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received from the local field representative that the patient was in atrial fibrillation (af) and had not been taking their prescribed medications. The patient was subsequently transferred to another hospital. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Subsequent information was received that an invasive procedure was performed. The lead was surgically abandoned and replaced. This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.